Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The lot number was unknown; therefore, the manufacturing site name was unknown. UDI: (B)(4). The lot number was unknown. Investigation summary: according to the information received, it was reported that during shoulder arthroscopy, the beeper became blocked during heavy bleeding despite increased clotting power. The device was changed to complete the procedure. An extra device was received and evaluated in juarez laboratory. Visual inspection revealed that the cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The electrode tip shows signs of activation. When performing the functional test, the electrode was connected to the vapr vue test generator, the ablation function was activated for 1 minute, the electrode worked as intended. Under coagulation function, the electrode was activated for 1 minute and the electrode worked as intended. All the buttons were tested; as a result, no anomalies were found. For the electrical and suction testing, the electrode will be sent to the manufacturer for further evaluation. The tripolar 90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device was not returned in the original packaging. The active tip is in a used condition, suction tubes show signs of saline residue, tissue debris visible in active suction ports and the device shaft is distorted. A DHR review has been performed for the complaint device lot number u2012039; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and ra review no correction action has been implemented. The customer reported fault was that the device suction became blocked during the procedure could not be confirmed. Testing at olympus shows the returned device successfully passed flow testing, electrical testing, functional testing and activation performance remained consistent and we were unable to reproduce the reported issues. The complaint device was found to meet the manufacturers specification; therefore, no further investigation is possible. The root cause of the customer reported issue could not be determined. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6) that the vapr tripolar 90 suction electrode device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the suction tube on the device showed saline residues. There was no procedure nor patient involvement reported. No additional information was provided.